Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was unable to access the insulin pump's main menu. The customer reported that he was attempting to deliver a bolus. Blood glucose level at the time of the incident was 580 mg/dl. The customer was instructed on how to resolve this issue and declined troubleshooting for high blood glucose levels. The insulin pump was not replaced or returned for analysis.